Manufacturer narrative:
Date sent to the FDA: 10/19/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted extensive adhesions from prior surgery and as much as it was reasonable lysis of adhesions was performed. In two areas, the bowel appeared densely adherent to the previously placed synthetic mesh. The inflammatory mass was entered during the course of dissection and purulent material was obtained. The patient had chronic abscess associated with her previous mesh and the possibility that small bowel fistula just cannot be excluded. This largely motivated him to perform segmental small bowel resection of two suspicious areas where dense adhesions and chronic inflammation changes were present. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.